Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the observed image issue was determined to be a damaged charged-coupled device imaging unit. The root cause of the imaging unit damage could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The flex deflectable videoscope was returned to the service center with a report of a stretched bending section sheath. This issue does not indicate an MDR reportable event, however, a reportable malfunction was found during testing at the service center. During inspection of the device, white scratches were observed in the image, likely due to an electronic component failure. There was no patient involvement, and no harm was reported as a result of the event.